Event description:
It was reported that intra-aortic balloon (iab) was inserted using other commercially available sheath. During intra-aortic balloon (iab) therapy, the blood was seen in y-fitting area. There was no pump alarm generated. The iab was removed and therapy was discontinued. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.025cm in length. The reported blood in tubing problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) was inserted using other commercially available sheath. During intra-aortic balloon (iab) therapy, the blood was seen in y-fitting area. There was no pump alarm generated. The iab was removed and therapy was discontinued. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) was inserted using other commercially available sheath. During intra-aortic balloon (iab) therapy, the blood was seen in y-fitting area. There was no pump alarm generated. The iab was removed and therapy was discontinued. There was no reported injury to the patient.